Event description:
Meter name: sure step meter. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they were unable to test on the meter. Their meter allegedly had no power. Customer had replaced new batteries. Issue not resolved. The result on their meter was unable to test. There was no comparison. Not treated.